Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2017865-2017-00344, 2017865-2017-00343, 2938836-2017-02431. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. During the procedure, evidence of endocarditis was noted near a lead so the entire system was explanted. The patient is stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. This device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.